Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the customer received the following results on a compact plus meter, compared to a professional meter, within 10 minutes: 80 mg/dl (compact plus) and 40 mg/dl (paramedic's meter). The customer was unresponsive with the 80 mg/dl result. The paramedics were called and arrived in "about" 10 minutes. The result on the paramedic's meter was 40 mg/dl. The customer was treated with an IV and became responsive in "about" 20 minutes. The caller believes glucose was in the IV. The customer was not taken to the hospital. Return of the suspect device was requested for evaluation.